Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient underwent an initial right total shoulder arthroplasty with competitor products on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to unknown reasons. Legacy biomet products were used to complete the procedure. The patient was further revised on (B)(6) 2016 due to disassociation of the glenosphere from the mini baseplate at the mini baseplate taper adapter junction. The humeral tray, stem, glenosphere and taper adapter were removed and replaced. During the procedure, there was a notable amount of blood loss.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity."

Event description:
It was reported a patient underwent an initial right total shoulder arthroplasty with competitor products on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to unknown reasons. Legacy biomet products were used to complete the procedure. The patient was further revised on (B)(6) 2016 due to disassociation of the glenosphere from the mini baseplate at the mini baseplate taper adapter junction. The humeral tray and stem were removed and replaced. During the procedure, there was a notable amount of blood loss.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined.